Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer noticed the device was a bit foggy on the screen and may have received a little condensation. Customer was at the beach was inside the house when the condensation was noted. Customer's blood glucose was 232 mg/dl. Customer reported the device may have had moisture exposure, since the device was inside in the cold air then customer stepped out side in the heat outside; as a significant event that may have cause the alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.